Event description:
Report received of an over-delivery. The patient was in labor receiving naropin via an epidural infusion. The concentration/rate of the infusion was not known. The medication was mixed in a 100ml bag of fluid. According to the customer contact, the entire 100ml bag of medication was infused over a 1-hour time frame. The pump alarmed to alert the customer that the bag was empty. The customer contact reported that they feel the pump was programmed incorrectly, which lead to the over-delivery. The ordered settings were not known by the customer contact. There was no reported adverse pt event and no medical interventions were required. Though requested, there was no further information available.